Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the electrode belt failed the detect and treat test. The cause was an open pp+ line in the belt's distribution node (dn). The cause of the open line was an unsoldered solder joint. The solder connecting the green and black pp+ wires was unsoldered. The root cause of the unsoldered joint was unable to be positively determined. No adverse event resulted from the open connection in the distribution node. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the belt failed an incoming functional test. The last patient to use this electrode belt did not report any deficiencies.